Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that the cannulas was crimped due which hyperglycemia occurs. Infusion set was placed in abdomen. Symptoms noticed after 3 hours insertion of infusion set. High blood glucose corrected by the injection via mdi. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.